Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt pale, sweaty, had blurry vision, and became disoriented while his cgm was showing 142 mg/dl. He did not compare the reading using his glucometer. His wife drove him to urgent care because he was not feeling well. In the emergency room (ER), his blood glucose was checked via fingerstick and showed 59 mg/dl, while his cgm reading at that time was 120 mg/dl. He was given glucose jelly, drank grapefruit juice, and took 15 grams of glucose (transcend). He remained in urgent care for 2 hours. Upon discharge, his blood sugar was checked again at 170 mg/dl, while his cgm was showing 300 mg/dl. The patient reported feeling fine. There was no documentation of treatment for rebound hyperglycemia. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken in the ER. The reported glucose values fall within the b zone of the parkes error grid was taken upon discharge. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.